Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Shocks were appropriately delivered, though not always successful. Concomitant medical products: product ID: dvmc3d4, serial# (B)(4), implanted: (B)(6) 2015-08. (B)(4).

Event description:
It was reported that redetection and subsequent spontaneous termination led to an inappropriate therapy for this rhythm. The rhythm then converts again into ventricular fibrillation (vf) until all therapies were exhausted. After the first episode on that day, the patient was taken to the hospital via ambulance. In the shock room of the hospital, another episode occurred and was treated with an external shock. The device and lead remain in use. No further patient complications have been reported as a result of this event.